Event description:
The failure was originally reported to the MFR on (B)(6) 2015. Based upon the malfunction info provided to an employee by the doctor it was determined to be a non-reportable event. A picture was sent to the manufacturer on (B)(6) 2015 by the decontamination center alerting the manufacturer to severe fragmentation of the nose cone. Based upon the picture it was determined that a reportable event had occurred.

Manufacturer narrative:
The microtip was received from the decontamination center on (B)(6) 2015. Eval was completed on (B)(6) 2015. The facility only returned the handpiece; the cartridge was cut off and not returned. Visual examination confirmed severe damage to the nose cone. Functional testing could not be conducted due to the severity of damage. The nose cone damage appears to have been caused by heat build up at the tip resulting in melting of the polycarbonate material. The evaluator was unable to confirm that all material was present due to the nature of the damage. Damage to the nose cone indicates side loading of the needle during use. Damage would not occur during normal use conditions. Biocompatibility testing was conducted for the polycarbonate material. Animal experimentation revealed that any plastic particulate or fragments left within the tissue does not mount an immune response or cause untoward damage to the animal.